Event description:
As reported by the field, the physician removed the cerebase straight distal catheter (gs9090sd, 31377537) from the packaging and tried to connect the valve to the hub of the cerebase. The doctor was unable to connect the valve to the hub, he found the hub of the cerebase slightly deformed. The physician used another cerebase and completed the procedure. There was no patient injury reported.

Manufacturer narrative:
Product complaint #: (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, the physician removed the cerebase straight distal catheter (gs9090sd, 31377537) from the packaging and tried to connect the valve to the hub of the cerebase. The doctor was unable to connect the valve to the hub; he found the hub of the cerebase slightly deformed. The physician used another cerebase and completed the procedure. There was no patient injury reported. Additional event information received on 22-dec-2024 indicated that an axs infinity sheath was used. Nothing unusual was noted on the system. The device was prepped as per the instructions for use (IFU). The event did not result in a clinically significant delay in the procedure. The device was returned to j&j medtech for further evaluation. A non-sterile gs 90, 90 cm, straight, distal was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the hub is broken at the proximal thread area. Ft-ir analysis: in conclusion, the infrared (ir) data clearly indicates that the hub is composed of a polycarbonate based material. Additionally, comparative tests conducted with control hubs revealed no significant differences among the samples. Further supporting the consistency of material composition. This analysis emphasizes the reliability of the polycarbonate as the primary component of the hub while highlighting the uniformity across different samples. Manufacturing investigation: the catheter associated with the complaint was reviewed by the product engineering team (pet) and the process assurance laboratory (pal). The inspection confirmed that the luer hub was cracked near the thread proximal area. The potential causes of failure are improper drying of the material or the use of incorrect material. However, during the confirmation of manufacturing controls, it was verified that the correct material and drying time were properly documented on the device history record (DHR). Therefore, no additional actions are required in the manufacturing process. The residual risk for this failure mode is classified as bar (low). Following the manufacturing investigation and review of the relevant dhrs, it was confirmed that all manufacturing controls related to hub visual inspection were carried out. According to the risk assessment, the hub failure mode is effectively mitigated under the normal manufacturing process. The j&j medtech process includes mitigations for the identified failure mode, and no gaps in the manufacturing process were found. Risk documentation was reviewed to determine if there is a potential cause related to hub manipulation during the surgical procedure. According to the risk documentation hub damage is a potential failure that can occur during device handling when attaching the catheter to the rhv. This damage may lead to a surgical delay. Conclusion: the investigation confirmed that all process steps, material handling, machine setup, and inspection activities were carried out in accordance with approved procedures. Additionally, personnel involved with the affected lot were properly trained and certified. No deficiencies or deviations in the manufacturing process were identified. Based on the evidence gathered, it is concluded that the reported issue is not related to manufacturing. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Additional event information received on 22-dec-2024 indicated that an axs infinity sheath was used. Nothing unusual was noted on the system. The device was prepped as per the instructions for use (IFU). The event did not result in a clinically significant delay in the procedure. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.